Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The alleged product is an unknown revaclear dialyzer. Facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient with two units of a revaclear dialyzer with non baxter bloodlines and control unit, an internal blood leak occurred. It was reported that the machine alarmed appropriately with an internal blood leak. Treatment was interrupted and the patient was switched to another control unit and was set up with all new supplies utilizing a revaclear dialyzer. The machine alarmed again and an internal blood leak was observed. The total amount of blood loss was approximately 600 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.